Event description:
The customer reported the pt became disconnected from the ventilator on (B)(6) 2013 and the ventilator did not alarm. The customer reported the pt expired. The customer contacted the 3rd party service group who owns the ventilator and their biomedical engineer went to the hosp (B)(4) 2013 to evaluate the device for the reported event. The biomedical engineer reported the customer stated that on the day of the event someone walked by the pt's room and the pt was on the floor at the foot of the bed, and the ventilator was not alarming. There was a pulse oximeter in use and it was reported as not alarming also. The male pt was (B)(6), came in on (B)(6) 2013, was placed on the ventilator at approx. 1230 and the event occurred at approx. 2230. He connected the ventilator to ac power, connected the remote alarm and oxygen, and turned the ventilator on in normal ventilation mode with a test lung connected. On power up the ventilator was cycling ok; he disconnected the test lung and the device alarmed. He reported the ventilator alarms and remote alarm functioned to specification when run with a test lung at the settings the unit was set at. He believed the settings were the same as when in use on the pt because he was told that the ventilator had been sequestered after the pt event. He turned the ventilator on in diagnostic mode to review the log and reported there were no codes indicating the unit had been in use in (B)(6) and that the log had no usage codes after (B)(6). He therefore believed the ventilator may not have been in use on the pt as reported per the event date of (B)(6). In attendance during his eval were several hosp mgmt staff, including chief nursing officer and asst dir of quality control. He reported his review of the device log to the hosp personnel in attendance who then terminated the eval and would allow no further checkout. The biomedical engineer asked for a copy of the incident report per their agreement and they reported it was not completed. The hosp contacted the MFR's service and 3rd party service personnel on (B)(6) 2013 and scheduled further eval of the device on (B)(6) 2013 with hosp staff in attendance. Upon arrival at the hosp on (B)(6) 2013, they were informed by a hosp legal rep that they could not touch the unit. There was no reschedule at the time. The hospital's respiratory care was contacted to obtain further event details but there has been no response received.

Manufacturer narrative:
Service is pending.